Manufacturer narrative:
Unit not received stuck in manufacturing mode. Unit passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.08745 inches. No unexpected low battery alarm or replace battery now alarm noted during testing or on the pump trace download. Pump trace download analysis confirmed the pump alarmed power error 25, power loss alarm and replace battery alert. The power management tool confirmed power error 25, power loss alarm and replace battery alert was triggered when the backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance j6 /pcb 1. After disconnecting and reconnecting the internal battery connector on j6/pcb 1, the pump was monitored and functioned properly. Unit had faded serial number label, minor scratched display window, scratched display window cover, scratched case, cracked case at the corner of the belt clip rail, pillowing keypad overlay, cracked keypad overlay at the select button and a cracked retainer.

Event description:
The customer reported via phone call that the insulin pump received a power system error. The customer¿s blood glucose level was 145 mg/dl. Troubleshooting was performed. The insulin pump will be returned for analysis.